Event description:
From staff: patient was having an endoscopy procedure requiring a snare instrument. Snare instrument was opened and readied to deploy. When the snare was deployed it would not open completely. Snare was removed and a new snare was used.